Event description:
The surgeon stated he feels the pt's symptoms are not related to the intraocular lens (iol). He does not believe the iol has malfunctioned.

Event description:
A surgeon reports that, following cataract surgery, a pt is experiencing glare at night and when taking part in recreational activities on the water. More info has been requested.